Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary ==> according to the information received "faulty flexible drill from their screw set. They informed me that it would no longer lock the drill bit so they had to use another. They tested others and the fault remains with this single item." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) flex drill bit) the device associated with this report was not returned to medtech orthopaedics; for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported of will not hold/retain . The device interaction issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: b3, b5.

Event description:
Additional information was received and stated that there were no patient harm. They had spare options on the tray. This event occurred during intra-op.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was faulty flexible drill from their screw set. It would no longer lock the drill bit so they had to use another. They tested others and the fault remains with this single item. There was no patient delay as they had other options.